Event description:
It was reported that during an attempt to deploy a vascular stent in the sfa, the trigger became unresponsive after 2cm of the stent had been deployed. The handle was disassembled and the wire was noted to be broken. A hemostat was used to pull on the wire to complete deployment; however, it was unsuccessful. The entire stent delivery system was removed without difficulty and a covered stent was deployed successfully at the intended treatment site. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.